Event description:
It is reported that the patient experienced paint was revised due to fractured implants.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures confirmed the reported device was fractured post-operatively. The x-plate was fractured through its center axis and the metal band was also fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.